Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal conductor was fractured. The distal segment was returned for analysis. In addition, the defibrillation and proximal conductors were fractured. The defibrillation conductor was distorted, stretched, and blood/body fluid was observed (not obstructed). Blood/body fluid was observed on the distal conductor. Blood/body fluid was observed on several conductors (not obstructed) and on the outer tubing overlay. The outer tubing overlay was kinked/buckled, the overlay was melted and there was cosmetic environmental stress cracking. The exposed defibrillation coil had a white substance present.

Event description:
It was reported that the lead had high impedance, oversensing, no capture and fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.